Event description:
During a coronary artery drug eluting stenting treatment procedure the stent embolized. The target lesion was located in a 2.75mm diameter segment of the right coronary artery (rca). The vessel was mildly calcified, 70% stenosed and the pt's anatomy was not tortuous. The vascular access site of the procedure was the right femoral artery. The lesion site was pre-dilated with 2.75x15mm a balloon. The physician attempted to place a taxus liberte 2.75x24mm drug eluting stent. The stent was moved past the lesion without significant resistance. The physician tried to pull the stent back to cover the lesion. On doing this, it was realized that the stent had become dislodged from the stent delivery system at some point during the procedure. The stent was not deployed. The physician did not attempt to retrieve the stent as the location of dislodgment was not known. The physician successfully placed anotehr taxus liberte 2.75x24mm drug eluting stent. The total procedure time was one hr and thirty mins. The stent became dislodged from the balloon catheter approx one hr into the procedure. The pt was reported as hemodynamically stable with no serious injury. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and co is not able to determine the root cause of this event.